Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were harder to press. Customer stated the insulin pump had unexplained no delivery alarms and no delivery alarms during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.